Event description:
A peritoneal dialysis (pd) pt's relative contacted baxter to report that the pt was admitted to the hosp due to toxemia. Reportedly, the pt has had consistent low drain volume alarms during therapy the last few months and finally end up in the hospital due to toxemia. The reporter contacted baxter in an attempt to arrange swap of the homechoice cycler. No other info available at this time. During a follow up phone call, in 2007, the home pt reported an issue with this instrument, "low drain alarms" during a number of pd treatments. Reportedly, baxter global technical support center has been contacted multiple times for help, however, this issue was resolved after the instrument was swapped. Regarding the hospitalization, the home patient indicated it was due to "not feeling well lately and became more confused and disoriented." At the hospital the patient was diagnosed with toxemia, and hourly capd therapy along with various medications, (names, doses and regiment were not provided) were prescribed. The doctor explained to the patient that, as a result of ineffective pd therapies, toxins have been cumulated in the blood, resulted in the confusion and disorientation. The patient did not recall for how long she was hospitalized. However, she was discharged from the hospital in better condition and she did continue pd therapies at home with a new device. The patient is currently doing well and there have been no further issues with the home pd therapy reported.

Manufacturer narrative:
The homechoice pd device was returned and evaluated in baxter's product analysis. Lab (pal). The reported difficulty of low drain volume alarms was confirmed upon review of device log, however, it was not duplicated during the pal evaluation. The pal did not confirm any failure or malfunction of the device that would have caused or contributed to the reported difficulties. However, baxter will continue to monitor similar reports for possible ends. Should significant info becomes available, a follow up report will be submitted.